Manufacturer narrative:
Continuation of d10: 5076-45 lead implanted: (B)(6) 2006, 693565 lead implanted: (B)(6) 2011. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing that triggered device classified false termination of atrial tachycardia/atrial fibrillation (at/af) events at times and caused the device to inappropriately deliver anti-tachycardia pacing (atp) for detected ventricular tachycardia (vt). It was also reported that the right ventricular (rv) lead exhibited elevated sensing integrity counter (sic) and triggered a lead integrity alert (lia) due to high rate non-sustained episodes and sic. Lastly, it was noted that the patient¿s rhythm showed ectopy or was in a bigeminal pattern, which contributed to rate calculation lower than the implantable cardioverter defibrillator's (ICD) lower rate setting. The ra lead, rv lead, and ICD remain in use. No further patient complications have been reported as a result of this event.